Event description:
Multiple nurses have been complaining about faulty hospira minibore extension set, 61 inch with locking spin collar for use with syringe pumps. Lot: 68191 the nurses are finding that when they use this extension set, the tip of whatever type of syringe they are using is breaking off inside the luer-lock adapter. One nurse seems to think that it happens more with midazolam 5mg/ml solutions. Route: IV drip. Dates of use: two days in 2009. Diagnosis or reason for use: IV medication administration.